Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Additional observation : the instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 1.64mm offset at the tips. The grips do not show cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. .

Event description:
It was reported that 8mm force bipolar instrument was observed to have a broken tip. There were no reports of patient injury.